Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the video was not stable. No additional information was provided. The procedure was completed with the use of navigation. No information was provided on delay to procedure. No known impact on patient outcome.